Event description:
Boston scientific received information that one day post implant, the left ventricular (lv) lead threshold measurement had risen considerably and the right atrial (ra) lead was displaying intermittent capture at high outputs. An xray displayed that the lv lead had dislodged and the ra lead had lost all of its slack. A revision procedure was performed and the lv lead was explanted and replaced. The ra lead was then found to be completely dislodged. In attempting to explant the ra lead, the tip became stuck in the subclavian vein. The physician then elected to surgically abandoned the ra lead and implant a new lead without complication. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.